Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The output was reprogrammed to increase the safety margin. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.